Manufacturer narrative:
On 10/04/06 and 10/16/06, an intralase field service engineer inspected the laser and verified the system performed as intended, met specifications during and upon departure. Additionally, on 10/05/06, an intralase senior clinical application specialist (scas) performed an investigation. The laser settings were optimized to doctor's preference and the laser was found to meet specifications. Furthermore, on 11/01/06, intralase's scas performed an additional site investigation and found possible root causes: multiple lasers and patients in the same operating room; the autoclave is located within the surgical suite; and aseptic techniques during surgery.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. One-day postoperatively the patient presented with 1+ diffuse lamellar keratitis (dlk) in the left eye (os). A flap lift and rinse was performed the following day. The patient's preoperative bcva was 20/20; postoperatively ucva is currently 20/15-2. The patient responded to treatment and the dlk resolved. The association between the event and the device is unknown.